Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-24269. It was reported the patient is experiencing burning and pain at the ipg site with stimulation on or off. Diagnostic testing indicated invalid impedance readings on multiple lead contacts. Imaging indicated the lead migrated. Surgical intervention was undertaken on (B)(6) 2014 and the lead had pulled out of the header. The lead was reconnected to the ipg and the patient is doing well.